Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges past, present and future damages, pain and suffering, permanent injury and surgical intervention, however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralex mesh (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex and ventrio on (B)(6) 2016 or (B)(6) 2017. Attorney alleges that the patient underwent revision surgery on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both the ventralex and ventrio. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges that the device was defective.